Event description:
Customer reported an issue related to a pump that consistently triggered an altitude alarm. Reported blood glucose level at the time was 8.0 mmol/l, which is within normal range, indicating no adverse impact. Although no replacement of the cartridge was necessary, the customer was given guidance to prevent future alarms and was informed that pump replacement was needed. The customer was able to resume insulin delivery using the original cartridge, and arrangements for a replacement pump were confirmed.